Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the mid left anterior descending coronary artery. A 3.0x18 mm xience pro rx stent delivery system (sds) was advanced toward the target lesion and the stent was deployed; however, a dissection occurred near the proximal edge of the stent. There was no interaction of devices. The device was removed. A 3.0x15 mm xience pro rx sds was advanced and the stent was deployed to successfully treat the dissection. There was no other device or procedural issue noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us.